Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon went to fire the device on the stomach when it immediately jammed. He tried a new reload but the same thing happened. However, the second time around, the reload started to fire about 1/2 cm before jamming. As a result, the surgeon had to fire in the same place to complete the procedure. The patient remained in the hospital for 1 week with a stricture. There was no extra bleeding or any other problems caused to the patient, the patient is still in the hospital 12 days after the procedure with slight narrowing tube. No other known adverse events were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one instrument opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an endo gia universal roticulator 60-2.5 single use loading unit. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).